Event description:
It was reported that insulin gauge displayed amount different than expected earlier in day, showing 40 units instead of caller¿s expected 250 units. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to call back for troubleshooting if issue occurred again with active fill estimate, and caller acknowledged instructions.